Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was torn during implantation and removed during initial procedure. Additional information was received that a vitrectomy was required.

Manufacturer narrative:
Additional information: the product was returned. Blood and solution is dried on the lens. Haptic and optic damage was observed. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution, blood and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).